Manufacturer narrative:
H10: the device was received for evaluation along with a video of the event. During visual inspection of the provided video sample water is visible on the floor. However, it cannot be determined if it was from the device. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. A leak test on the dialysate side was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an ultrafliter u9000 set prior to patient use. The set was used in conjunction with an ak 96 machine. There was no patient involvement. No additional information is available.